Event description:
It was reported that a malfunction alarm occurred on the pump after the device was in heat about two days prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, and no further malfunction code recurred; thus, the customer was advised to continue using the pump and to report any future issues if they arise.